Event description:
The manufacturer representative reported that during ins replacement procedure, one of the leads has impedances that were high between all pairs. They did not replace this lead. The surgeon involved said (after the procedure) that the lead could be replaced if the pt wasn't getting adequate pain relief. Prior to the ins becoming depleted, the pt was getting adequate pain relief on both legs. Now post ins replacement, the pt says they are getting 80% coverage on one leg and 20% on the other, which isn't as good as it was before the ins being depleted. (B)(6) 2022 e1 (rep): additional information received from the manufacturer representative reported that none of the leads had high I mpedance as that issue was remedied in the operating room. The patient has a postop visit planned for two weeks after the implant date. The plan was if the patient is not getting satisfactory paresthesia from the lead they would replace both leads with a paddle. (B)(6) 2022 rtg0282725, _e2 (hcp, rep): the reason for call was to get MRI information. The caller stated that there may be a non-functioning lead. The caller stated that they had a note in the medical chart from the implanter that was noted during a revision case, that note said one of the leads is non-functional and if there was an issue following the procedure they would place a paddle lead. The caller was an MRI tech and did not have additional details about the status of the system. The note was taken on (B)(6)2022. Troubleshooting was not required. One lead has high impedance. The patient was able to get good coverage and pain relief without replacing the lead, and it is still inside the patient.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.